Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "pelvitex."

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: urological/gynecological according to the reporter: the patient underwent a repair procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Reason for mesh implantation: vaginal vault, bladder and rectal prolapse procedure (s) performed: cystoscopy, sacrocolpopexy, posterior repair, anal sphincteroplasty complications post pelvitex placement: bladder infection, stones and mesh in the bladder mesh revision (B)(6) 2011, underwent removal of pelvitex mesh and portion of the bladder for chronic pain, recurrent infections and bladder stones. Following mesh revision complications include stabbing pain in the areas of her bladder and bleeding, painful intercourse, fecal incontinence,